Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable confirmed wire damage that could have contributed to the reported driveline power fault alarms. Review of the submitted log files contained event from 03feb2025 through 05feb2025. On (B)(6) 2025, a driveline power fault alarm, associated with a transient power a broken fault, became active. The files later captured the driveline being connected to the patient¿s new primary controller, following which the driveline power fault alarms appeared to resolve. No other notable events or alarms were captured, and the pump appeared to function as intended. X-ray images were submitted by the account for review. The images captured a portion of the modular cable. Review of the submitted x-ray images did not reveal any finding that would indicate a functional issue with the modular cable. The heartmate 3 modular cable, lot number 8244470, was returned in used condition. Evaluation of the cable revealed no signs of external damage (e.g., cuts, holes, tears). The controller and inline connector pins were unremarkable. The modular cable was functionally tested in the condition it was received and was not able to pass resistance testing requirements. Visual inspection of the underlying wires revealed breaches to the wire insulations of the brown (power a), red (power b), and orange (ground b) wires approximately 5¿ from the controller connector and a breach to the insulation of the yellow (communication b) wire approximately 2.5¿ from the controller connector. Further inspection of the wires in this location revealed that the conductors of the brown wire were partially intact. The observed damage to the brown (power a) wire would have contributed to the reported event. The observed damage is consistent with wire fatigue as a result of repetitive flexing of the modular cable during use over time. Furthermore, the exposed conductors could have shorted to one another, which would have caused the observed interruptions in the power a signal and the reported driveline power fault alarms confirmed in the submitted log files. The patient remains ongoing on heartmate 3 left ventricular assist system support, with no further issues reported at this time. The relevant sections of the device history records for modular cable, lot number 8244470 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 2 of the IFU provides instructions for replacing the modular cable when needed due to damage or fatigue. Sections 2, 6, and 7 of the IFU and sections 2, 4, and 5 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Damage to the driveline may cause the pump to stop. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the used to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the patient handbook address all system alarm conditions, including driveline power fault alarms, as well as the appropriate actions associated with each condition. Section 8 of the IFU and section 4 of the patient handbook contain additional information regarding how to clean and care for the driveline. These sections instruct the user to keep the driveline clean and wipe off any dirt or grime. If the driveline gets dirty, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. Furthermore, section 8 of the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The patient handbook also instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient arrived in clinic with a driveline power fault alarm. It was noted that the patient had rescue tape applied to the driveline proximal to the modular cable. The event log file recorded a driveline power fault associated with an (f4) pwr_a_broken on 05feb2025 at 10:30:28. The motor function was not affected by this event. X-ray images were submitted for evaluation which appeared to show some unusual bends near the exit site. The system controller and modular cable were exchanged, and log files were submitted from the new controller. The log files indicated that the driveline power fault a resolved.